Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Manufacturer narrative:
Isi has not yet received the harmonic ace curved shears for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. The full instrument lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product. Based on the information provided at this time, the decision tree was executed to indicate that this complaint is being classified as a reportable event due to the following conclusion: during a da vinci-assisted thyroidectomy surgical procedure, the tip of the harmonic ace instrument broke inside the patient. The fragment was retrieved and a backup instrument of the same kind was used to continue. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the tip of the harmonic ace instrument broke inside the patient. The fragment was retrieved, and a backup instrument of the same kind was used to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room (or) nurse, and obtained the following additional information: all fragments were retrieved during the same surgical procedure. The fragment was visually identifiable, thus no post-operative tests were performed to check for remaining fragments. The instrument was inspected prior to use and there was no damage observed. The surgeon was dissecting tissue when the device fragment fell inside the patient. The surgeon did not notice any issue with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instrument or other hard material during the surgical procedure. Prior to the breakage, the instrument was removed with the wrist straightened. The surgical staff did not notice any resistance upon the removal of the instrument through the cannula. Upon the final removal, the wrist was straightened with no resistance upon removing the instrument through the cannula. The surgical staff did not notice any damage to the cannula, or any other damage to the instrument after the event occurred. There was no injury to the patient, and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No video, or photo images were available for isi to review.

Manufacturer narrative:
61 - the harmonic ace instrument has been returned and evaluated by the failure analysis team. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.138¿ from the base. The broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the broken blade is attributed to mishandling. A review of the device logs for the harmonic ace (part# 480275-08 / lot/serial# (B)(6)) associated with this event has been performed. Per this review of the logs, the harmonic ace was last used on (B)(6)2020 via system serial# (B)(6) . There were 0 uses remaining after this last usage. This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage.

Event description:
Refer to h10/h11 for follow-up information.